Event description:
The pt developed a wound infection that required a prolonged course of antibiotic therapy. Literature source "deep brain stimulation for neuropathic pain," neuromodulation april 2006, vol. 9, issue 2 pp. 100-106